Event description:
It was reported that the procedure was to perform an optical coherence tomography (oct) in the proximal circumflex artery with an opstar dragonfly imaging catheter using a balance middleweight guide wire (gw). After the oct run, the gw was attempted to be removed out of the opstar, but was not possible. Therefore, both the gw and opstar had to be removed altogether. A new device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The UDI is unknown as the part and lot number were not reported. The product was not returned to abbott vascular for analysis. Return of the guide wire and imaging catheter may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part and lot numbers were not reported and the product was not returned for analysis. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, or coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.